Event description:
It was reported that there were readings of >1000 ohms in the pocket adapter with the "regular" extension and lead. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.